Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device changeout could not make out marking with this right ventricular (rv) lead and when switched to yoke, the electrogram (egm) would change. Boston scientific technical services (ts) then explained likely it was switched since it is observed that the p waves and shock egm looked different than before. Moreover, the lead was disconnected and reconnected in the proper location that the shock egm was then appropriate. Further, additional information indicated that the pace/sense portion of this rv lead was capped due to noise likely caused by fracture. Hence, the lead was partially abandoned. No additional adverse patient effects were reported.